Event description:
A medtronic rep reported the surgeon alleged a 2cm inaccuracy on the contra-lateral site of the adjacent vertebrae while in a spine surgery. The surgeon felt accurate on the level the open spine clamp was attached to; then moved to the adjacent vertebrae where he felt slightly inaccurate on the proximal side. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
A medtronic rep tested the system with a sawbones and was unable to replicated the issue. Software has not been evaluated as of the date of this report.